Event description:
It was reported by service report that the right load wheel horn is bent and connecting casting is broken off. There was patient involvement, however no adverse consequences are reported.